Event description:
The home patient reported a reload set 200 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture, tear, or slit in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event. The writer contacted the hp in 2009 and the care giver (cg) stated that the reload set alarm did not repeat, they did not know what may have caused the alarm and have already discarded the samples. The cg stated that they have since requested a swap and therapy is going well for the hp; there was no injury or medical intervention reported.

Manufacturer narrative:
Per the customer, the sample was discarded.